Manufacturer narrative:
(B)(4). No patient injury or delay in surgery. Product replaced with secondary functional unit onsite.

Event description:
Catheter would not initialize or register. Had to be replaced with second catheter.